Event description:
It was reported that before use, the device experienced a technical failure 379, "no o2 dosing possible". Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510k#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. A review of the device log files confirmed the reported alarm and indicated a leak in the o2 proportional valve. The o2 valve was replaced, which resolved the reported malfunction and the device was confirmed to be operating as intended after repair.